Event description:
On 12/27/2023, it was reported by a sales representative via email that the metal tip an ar-3740sp double loaded knotless knee fibertak broke off and pieced through the anchor. The anchor pulled out when it was set and appeared damaged. This was discovered during an mpfl reconstruction on (B)(6) 2023. The case was completed using another fibertak. All broken fragments were removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, and/or improper device surgical technique. The complaint allegation was confirmed based on the customer¿s attached picture, which displays a tip of the shaft missing a piece next to a bunched anchor.